Manufacturer narrative:
UDI :(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by tf approach in aortic position, resistance was encountered when pushing the valve and commander through the esheath. The valve was placed in the aortic annulus and deployment started, however, the balloon ruptured and blood was seen in the atrion. It was attempted to retrieve the valve back into the sheath but finally had to be removed surgically from the groin. Patient was doing well post procedure and a ta implantation is planned.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by tf approach in aortic position, resistance was encountered when pushing the valve and commander through the esheath. The valve was placed in the aortic annulus and deployment started, however, the balloon ruptured and blood was seen in the atrion. It was attempted to retrieve the valve back into the sheath but finally had to be removed surgically from the groin. Patient was doing well post procedure and a ta implantation is planned. Pre-deco eval confirmed an I/c bond tear.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
UDI (B)(4). The delivery system was returned to edwards lifesciences for evaluation. The valve was crimped on inflation balloon with the distal guidewire shaft returned. The rest of the delivery system was not returned. Imagery of the complaint report were returned. Tortuosity in the access vessels was noted. The valve was not aligned between valve alignment markers when positioned in the annulus with the flex tip at the triple markers. The returned delivery system was visually inspected for abnormalities. The guidewire (gw) was cut and inserted through the gw shaft. The balloon legs were flared out. There was a crimp balloon tear proximal to the inflation/crimp (I/c) bond (crimp balloon was not returned). There was bunching on the distal portion of inflation balloon. Due to the condition of the returned device (missing crimp balloon), no dimensional inspection was able to be performed. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. A device history records (DHR) review was performed for the components that are the most relevant to the complaint event. The work orders above did not reveal any issues that could have contributed to this complaint event. A lot history review of the related work order was performed and revealed one other similar complaint which is currently pending engineering evaluation. A review of the complaint history from november 2017 to october 2018 for edwards commander delivery system (for all models and sizes) revealed other similar returned complaints that were confirmed. No manufacturing non-conformances that would have contributed to the complaints were identified during these investigations; available information suggested that the events could be attributed to patient/procedural factors. However, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment (pra) per management discretion and a CAPA that captured further investigation and corrective action related to manufacturing was being updated. Additionally, a CAPA was initiated to include additional information in the IFU related to tension build-up in the device. Review of complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the applicable trend categories. Instructions for use (IFU) for the edwards commander delivery system, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. Regardless, additional actions are being initiated. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The manufacturing mitigations for edwards commander delivery system are as follows. During balloon inspection, proximal and distal leg ID and od inspection, balloon od inspection, working length inspection, single wall thickness inspection and  visual inspection (using unaided eyes and under min 8x magnification) is performed. During crimp balloon trimming and final inspection, the following inspections are performed: balloon leg trimming / inspection and proximal and distal ID inspection, wall thickness inspection, and visual inspection. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The balloon size is inspected before and after the pleating and folding process. During final inspection, 100% visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components, and the inflation and crimp balloon are inspected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the related work order underwent a product verification testing as a requirement for lot release. During functional product verification (pv) testing for commander, visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye) is performed. System retrieval force was tested; the lot was accepted. The balloon burst pressure after fatigue was tested; the lot was accepted. It was also visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was also performed during pv testing, and the lot was accepted. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.  The complaints for balloon torn and delivery system-valve withdrawal difficulty through sheath were confirmed through visual inspection of the returned condition of the device. No manufacturing non-conformance were identified in the returned device. Review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Regarding balloon torn, as no issues were noted during device prepping and de-airing, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented by edwards lifesciences in a product risk assessment (pra). The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. Although valve alignment was said to be performed in a straight section of the aorta, any bends or angles could result in increased forces being applied to the bond area. Returned imagery shows that the valve was not aligned between the valve alignment marker pre-deployment. This suggests that there was a lot of tension in the system pre-deployment of the thv. Tension may have then been released when the flex tip was pulled back pre-deployment of the crimped thv, causing the crimped thv to move proximally upon flex catheter retraction. Additionally, bends or angles in the patient vasculature may cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. This can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving.  In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that procedural factors (high alignment forces) contributed to the reported event. However, a definitive root cause could not be determined at this time. As a result of the torn balloon, the balloon component (exposed balloon legs) or valve struts could have been caught on the sheath distal tip during device retrieval, leading to withdrawal difficulty. The flared out balloon legs on the proximal inflation balloon and bunching of the distal portion of the inflation balloon are evidence of excessive force applied to pull the torn balloon during device retrieval. Based on the available information, it is likely that procedural factors (retrieval of a torn balloon) contributed to the reported withdrawal difficulty. The complaints were confirmed, but a product non-conformance was not confirmed in the returned complaint sample.  Since the occurrence rates did not exceed the complaint control limits, a product risk assessment (pra) is not required. However, a pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks, and further investigation was performed on the crimp balloon tubing and resin lots. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system per a CAPA. The content will consist of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. Regarding delivery system ¿ withdrawal difficulty ¿ valve, through sheath, since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Event description:
As reported by our affiliates in germany, during the 29mm sapien 3 case by tf approach in aortic position, resistance was encountered when pushing the valve and commander through the esheath. Afterwards valve alignment was done in a straight section of the aorta and without issue. The valve was placed in the aortic annulus and deployment started, however, the balloon did not inflate at all and it was suspected that the balloon ruptured as blood was seen in the atrion. It was attempted to retrieve the valve back into the sheath but finally had to be removed surgically from the groin. Patient was doing well post procedure and a ta implantation is planned.